Event description:
It was reported that during a tka case, a pin cold welded to the femoral cut guide. The surgeon was able to take the guide off the bone, but the pin was stuck to the guide. There was no surgical delay or patient injury reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not made available to the designated complaint unit for investigation. Thus, visual and functional inspection could not be performed. It was reported that a pin cold welded to the femoral cut guide. It was then noted by the reporter that the pin was later removed from the cut guide. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found 1 similar report, this issue will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions for using the total knee arthroplasty (tka). Specifically, the guide does provide instruction on how to place the femoral cut guide to move to the femur cut guide screen. This failure is an identified failure mode within the risk file. The device was not returned since the pin was later found to not be cold welded to the cut guide and was removed. Therefore, no problem found with the device.